Event description:
During a pump refill procedure, 3.4 ml was the expected reservoir volume; the actual volume was "the full" 18 ml. The pt experienced a return of pt symptoms. The pump medication was not reported. Additional information has been requested of the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).